Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 280 mg/dl. Troubleshooting was performed. The customer's doctor has been adjusting her basal rates. The prime and high pressure tests passed. The customer reported that she has been experiencing some pain at her infusion suites. The cannula of the infusion sets have also been coming out of her body bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the deice may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.